Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the low reservoir alarms that occurred in (B)(6) 2025, there was no significant factor to highlight that caused or contributed to the issue; however, it was further noted that it was only due to a delay in the pump refill time caused by factors related to the delay of the social welfare organization. The patient did not experience any inconvenience from the low reservoir alarms. The date the pump explant procedure was to occur was unknown. According to what was discussed with the doctor, the pump should be presented to the patient's health insurance provider, but it will be monitored to see if it can be recovered for further analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider / distributor via a company representative regarding a patient who was receiving morphine with concentration 2.0 mg/ml at a dose rate of 0.9051 mg/day) via an implantable pump. It was reported that a pump failure occurred. The patient experienced symptoms or complications associated with the event. The patient was without intrathecal treatment and had been returned to oral medication. The date of the event was 2025-jul-10. Factors that may have led or contributed to the issue were unknown. Also, according to the pump logs provided, the following occurred: (B)(6) 2025 2:56 pm - critical alarm regarding motor stall, (B)(6) 2025 3:17 pm - motor stall recovery, (B)(6) 2025 8:18 am - non-critical alarm regarding low reservoir, (B)(6) 2025 1:34 pm - critical alarm regarding empty reservoir, (B)(6) 2025 3:32 pm - non-critical alarm regarding low reservoir, (B)(6) 2025 8:48 pm - critical alarm regarding empty reservoir, and (B)(6) 2025 1:12 pm - non-critical alarm regarding low reservoir. No action was yet taken with regard to the pump as of (B)(6) 2025. The explant and replacement of the pump was being decided. The issue was not resolved as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0224702693, implanted: (B)(6) 2023, product type catheter h6 update/correction: the previously applied device code a141204 is no longer applicable regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. No further diagnostic tests were performed. Regarding the motor stall on (B)(6) 2025 that recovered approximately 21 minutes later, the cause of the stall was due to the patient having underwent magnetic resonance imaging (MRI). The patient did not experience any signs or symptoms related to the motor stall that occurred on (B)(6) 2025. The cause of the pump reservoir volume discrepancy when refilled on (B)(6) 2025 was not determined.

Event description:
Additional information was received from a foreign healthcare provider and distributor via a company representative. Also per the logs provided, it was indicated in a note that a pump refill was performed on (B)(6) 2025 and the expected pump reservoir volume indicated 0.1 ml; however 20 ml was removed from the pump reservoir.

Manufacturer narrative:
H6 update / correction: the initial report indicated patient code e2403 in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1: the type of reportable event was updated from being a reportable malfunction to now a reportable serious injury regarding additional information received 2025-jul-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider and distributor via a company representative. It was further reported that the pump and catheter remain implanted and when the explant is scheduled they will be able to count on the device without any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The attending physician had informed that they will not make any new decisions until october.